Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7178389 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead migrated following a fall as confirmed with imaging. It was noted that the lead was zapping her ribcage and causing severe discomfort. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. Nothing was removed or added.